Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Device received with serial number label fading, end cap address label fading, missing display window cover, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, peeling keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 440 to 540 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer reported pump physical damage. The customer stated they had a bent infusion set cannula but the pump did not alarm with insulin flow alarms. Troubleshooting was not completed as the customer did not have tubing clamps. The insulin pump will be returned for analysis.